Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during interrogation of an implanted insertable cardiac monitor (icm) using the diagnostic mobile programmer application on an ipad, an insertable device error was displayed on the mobile manager screen and an partial electrical reset were noted. It was also reported that stored patient identification data on the device were missing (patient name and date of birth) and required re-entry. An electrical reset was performed and successfully cleared, after which the device was successfully interrogated and appeared to function normally. The icm remain in use. No patient injury was reported.